Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) sensed noise in only the rate/sense channel of this defibrillation lead leading to diverted episodes and inhibition of pacing.